Event description:
It was reported that a patient presented to the emergency room with post-paced t-wave over-sensing, inappropriate shock, and back-up vvi mode (bvvi) noted on the implantable cardioverter defibrillator. No back-up defibrillation operation was available while the device was in bvvi mode. The back-up vvi mode was suspected to be due to an event queue overflow event. Corrective programming changes were made to successfully restore the device. The patient was stable throughout.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed dues to unavailability of the device data upon the backup operation event. The reported event of backup operation was confirmed. The cause of backup operation was determined to have been due to two consecutive event queue overflow (eqo) occurring within 32 seconds, which resulted the device to enter backup mode. The cause of eqo was determined to be the integrated circuit (ic) in radio frequency (rf) module. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes that the ICD was explanted on (B)(6) 2022. No additional patient consequences were reported. The device was returned for analysis.